Event description:
An 8 mm straight graft, implanted on 11/28/79 was replaced due to the development of an aneurysm in the wall of the graft. This report has been delayed because the MFR could not return the graft after eval. The hosp is concerned about the absence of the possbily defective product in the event of future litigation. Subsequently the graft has not been returned to the MFR.